Manufacturer narrative:
A third part service provider evaluated the customer's device and verified the reported issue. The battery pins were replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The electronic records from the device was evaluated and also confirmed the reported issue.

Event description:
The customer contacted physio-control to report that their device powered "on and off" during a patient event. This occurred when monitoring the patient. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered "on and off" during a patient event. This occurred when monitoring the patient. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.